Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent an acl reconstruction procedure on an unknown date. Subsequently, patient was revised on (B)(6) 2105 due to unknown reasons. Following the procedure, the tip of an instrument was missing; however, the instrument and tray were not used in this procedure. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent an acl reconstruction procedure on an unknown date. Subsequently, patient was revised on (B)(6) 2105 due to unknown reasons. No further information has been provided.